Event description:
The customer reported via phone call that she got hospitalized due to high blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The customer stated that the cause of emergency room visit is insulin pump was not giving insulin. Checked alarm history and found an a47, a21, and a17 alarm. Customer was advised to discontinue use of the devise and revert to a back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, an error alarm was found in the history due to a corrupted history file. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and scratched reservoir tube window.